Event description:
It was reported that: "the physician just called me today 1/4/2023 at 3:03pm to inform me of an complication that happened on (B)(6) 2022. He was coiling off a proximal splenic artery and the feeding branch to a pseudoaneurysm. He first coiled the pseudoaneurysm which went great. He then went to coil off the proximal brach of the splenic measuring 5mm with a 6mm pres0620cpkpl and the coil woud not grab the vessel. He then took out the coil and placed a plug. He then reused our 6mm prestige plus coil and the entire system shifted down to a place he didn't like. He then snared the coil and got most of the coil as some of the coil broke. When he got the broken part of the coil into a place that was safe he took an 035 wire into the 5fr glide catheter and felt some friction. He then removed the 5fr glide and saw some filar filament. The next day they removed 95cm of filar filament but wanted to verify it was filar from the coil. He was also complaining that he couldn't see the filar material under fluoroscopy. He will be sending me pictures of the broken coil and what they removed. I will try to get the lot numbers tomorrow." On 05jan2023, sales rep provided additional information : "can you confirm if the product will be available for analysis? No, it was implanted and then removed which broke. Can you confirm that the coil migrated completely from the treatment site? Yes. Can you confirm if the coil detachment was intentional? Yes." Update: on 26jan2023 - additional information received from the sales representative: "can you confirm that the patient did not sustain any injury/ complications? Yes, the patient is doing ok after my phone call with the physician."

Manufacturer narrative:
Balt USA reference #: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. A review of the lot history records could not be performed as the manufacturing lot number of the prestige unit involved in the incident was not reported. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.